Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 114 mg/dl. The customer stated that she has been having trouble with her pump. The customer stated that the pump was not delivering insulin. The customer stated that she was trying to fill it with insulin and she received a no delivery alarm. The customer stated that it would not escape from filling the tube up. The customer stated that she was unable to exit the preparing to prime loop. The customer was advised to hold down the act button until she receives a 2nd series of beeps or numbers to display on the screen. The customer stated that the screen cleared on its own. The customer was advised to monitor the pump.